Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-45 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low impedance, thresholds had increased, and sensing had decreased over the past year. The lead was capped and replaced. No patient complications have been reported as a result of this event.